Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "when the doctor was striking the broach handle, one of the pieces that holds the broach in place broke of while striking the femur."